Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that a little moisture got on the insulin pump while running around. No further information reported.

Manufacturer narrative:
Failure analysis revealed no button error alarm noted. The act button did not respond due to flatten button dome switch. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.